Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing due to lead dislodgement. Surgical intervention was performed and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with the helix retracted. Outer insulation damage was observed at 5 cm and 20 cm from the terminal pin likely as a result of the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray of the lead confirmed no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.